Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that her husband did back to back blood glucose tests, within 10 minutes, but didn't remember if he had used the same finger stick. She said that his results were 125, 74, 24 and 198 mg/dl. She stated that he did not have any symptoms. The reporter said that her husband does have trouble getting enough blood on the test strip. The result of a control test was in range at 143 mg/dl.